Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
It was reported that the ventilator would not operate on alternating current (ac) power. There was no patient involvement. The customer troubleshot with technical support. The customer stated that the unit will run on battery power but when it is plugged into ac the unit will shut off. The customer was advised to replace the power management (pm) board.

Manufacturer narrative:
G4: 20apr2020 b4:(B)(6)2020. Information was received that the customer replaced the power management board to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.